Event description:
Duramesh suture opened to sterile field. When surgical resident attempted to close with suture, needle popped off of the duramesh itself and was unable to be used for closure. This happened again with a replacement box of duramesh from the same lot that was used. The third box that was opened did not have this issue and was able to be used for the procedure.